Event description:
It was reported that: "the alignment rod would not slide through the cutting block." No pt impact reported in this event.

Manufacturer narrative:
Method: DHR and complaint history review; functional inspection. Result: device exhibited evidence of normal wear and tear and appeared to have been damaged as a result of having been dropped.